Event description:
The complainant reported a cracked purge filter during impella 5.5 support. This occurred on day 6 of the support of the patient admitted for mitraclip. The team remedied the situation by wrapping 2 IV tourniquets around the filter and securing it with tape and support continued. There was no harm to the patient. The need for the intervention prompts FDA reporting for the product malfunction.

Manufacturer narrative:
The medical center did not return for analysis the impella pump product. Only the clinical report was analyzed. The team remarked there had been cleanser applied to the impella due to the surgical nature of the support. Based on the clinical account, the root cause of the purge leak was sidearm filter damage. This is likely a result of cleaning the sidearm. The failure mode will be monitored and trended. A CAPA is open for the failure.